Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected investigation clinical codes.

Event description:
It was reported a 80 yo female patient had an original left tka. The patient returned to the surgeon's office with complaints of stiffness, pain, and dissatisfaction with their total knee replacement. The patient has a recalled polyethylene implant. The patient was scheduled for a revision tka possible polyethylene swap. The patient had revision surgery in (B)(6) 2025. The patient underwent a tibial polyethylene implant swap and a patella implant swap. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return. They were sent to the lab at the hospital. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 4022859 02-010-03-0215 - logic cr femoral cem, left sz 1.5. 2576188 02-012-45-1525 - lgc tibial fit tray cem sz 1.5f / 2.5t. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.